Manufacturer narrative:
The customer's reported complaint description of the sheath tubing detached inside patient cannot be confirmed. No sheath complaint sample was returned for evaluation. Without receiving product for evaluation, we are unable to definitively determine a root cause for this incident. Device history record (DHR) review of the packaging/introducer lots revealed no quality related issues or manufacturing deficiencies at the time of manufacture. Potential root cause for this type of failure mode is tubing being nicked by sharp object (e.g. Scalpel) and then pulled to failure resulting in distal end of tubing migrating into the vasculature. (B)(4) was sent to sheath/dilator supplier/manufacturer, medron medical, for awareness and DHR review of supplier lot numbers. Medron confirmed no internal non-conformance reports were found regarding batch in question. This event cannot be confirmed to be a manufacturing issue. Labeling review: direction for use (dfu, 16600601-01) is provided with this mini stick device. The failure mode of device fracture and embolization is cautioned as potential adverse event. No sample was returned for evaluation so it cannot be determined if device was used in a manner inconsistent with labeling. Intended use/ indications for use: the coaxial microintroducer kit is used for the percutaneous introduction of a guidewire into the vascular system. Adverse events: guidewire shearing, fracture or embolization. Operational instructions: 1. Prior to insertion, flush all components with saline or heparinized/saline. 2. Gain percutaneous access with the 21 g (0.9 mm) vascular introducer needle. 3. Advance the 0.018 inch (0.46 mm) guidewire through the needle. Caution: the guidewire should not be withdrawn through the introducer needle. If the guidewire must be withdrawn while still inside the needle, simultaneously remove both the needle and the wire as a unit to prevent the needle from damaging the guidewire. 4. Withdraw the introducer needle, leaving the 0.018 inch (0.46 mm) guidewire in place. 5. Advance the coaxial assembly over the 0.018 inch (0.46 mm) guidewire. 6. Simultaneously remove the dilator and 0.018 inch (0.46 mm) guidewire, while holding the sheath portion of the assembly in place. 7. Advance a 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) guidewire into the sheath. 8. Remove the sheath, leaving the 0.035 inch (0.89 mm) or 0.038 inch (0.97 mm) wire. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Manufacturer narrative:
The reported device has not been returned to the manufacturer for evaluation. An investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A vascular or technician reported an issue with a mini stick max 4f x 10 cm stiff .018 ss/ss echo 2.75" pg. During a tavr procedure, a piece of the micropuncture sheath/introducer broke off into the patient's femoral vein. It was reported that the fragment was deemed " too high risk to remove;" therefore, the decision to leave in situ was made. At this time, the device remains with the hospital's risk management team. The patient has not experienced any adverse effects or harm as a result of this incident.